Event description:
Pt reported the infusion device displayed an a4 cartridge/adapter alert, but pt was not able to clear the error message by pressing the button. Pt changed the battery, and an a8 bolus cancelled alert was displayed. This alert was also unsolvable by pressing the infusion device button. The infusion device was requested for evaluation. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.